Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's daughter reported via phone call that on (B)(6) 2015 the customer got up with blood glucose level of 368 mg/dl and it then went up to 454 mg/dl. They eventually removed the infusion set and the cannula was partially bent. She also reported that on (B)(6) 2015 she was changing the customer's set and was unable to push insulin through with the plunger. She filled a new reservoir and was able to get it to work. It was advised the product would be replaced and they agreed to return it for analysis.